Event description:
The customer reports no delay on the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the non-olympus lamp life meter was reading at 448 hours, 45 minutes. The light intensity output measured out of range, and there was corrosion inside the air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had error codes e216 and b30. The issue was found during preparation for use. There were no reports of patient harm, injury, or death.